Manufacturer narrative:
Concomitant medical product(s): product ID: neu_unknown_lead, lot# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported that the ins was replaced immediately after implant because the lead was pulling and there was not enough give with extra lead. Pt then states it was "tethering" no further complications were reported or anticipated with this event.